Event description:
Medtronic received information that the patient with this implanted transcatheter bioprosthetic valve died due to a cardiac arrest nearly three months after device implant. It was reported that the death was possibly related to this device. The patient had been found unconscious at home; cardiopulmonary resuscitation was administered as the patient was being transported to an emergency room. The patient was pronounced dead on arrival. An autopsy was not performed.

Manufacturer narrative:
Additional information has been requested. The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Additional information was received from the site that the cardiac arrest and the patients death was not related to the device or procedure.(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.